Manufacturer narrative:
Additional information: the updated investigation noted the device was manufactured at (B)(4) and this report is being submitted under 9611594-2022-00114 . Correction: the initial medwatch report was submitted using 3006646024-2022-00067; however, the report should have been submitted under 2026095-2022-00067; no further information will be submitted under report number 3006646024-2022-00067. The device history record for lot 30171330 was reviewed and the product was produced according to product specifications. All information reasonably known as of 29 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the third of three reports. Refer to 3006646024-2022-00067 for the first report. Refer to 2026095-2022-00068 for the second report. It was reported that the gastrointestinal (gi) physician was unable to remove the tube from the patient as per normal procedure and had to cut the tube; there was no reported injury. Additional information received 30jun2022 reported that the tube was placed on (B)(6) 2022; there was no reported injury. Additional information received 01jul2022 reported the tube was in place for 6 weeks and confirmed there was no patient injury. Show less

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed: the sample tube appeared cut between 6 and 4cm marking and there were no obvious defects seen on the bumper component area. Inspection of the bumper under magnification (20x) revealed, there was no excessive material build-up around the bumper's top, bottom and side portions. The bumper was felt with gloved fingers: no burrs or jagged edges felt at the surface and there was no obvious biological matter(s) found on the outer portion of the tubing and bumper (prior to decontamination); no obvious defects were identified on the device. The cause of the issue appeared to be lack of lubricant on the skin and tube around the stoma with the water-soluble lubricant; the root cause is user: incorrect use. All information reasonably known as of 04 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The report was initially received on 23jun2022.